Event description:
It was reported via phone call that the customer fell into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.